Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 360 mg/dl, and the meter bg reading was 36 mg/dl. Due to making treatment decisions based on the inaccurate cgm reading of 360 mg/dl, the customer delivered a bolus. Customer's bg lowered. Paramedics were called and provided customer with an oral dose of glucose liquid. After recalibrating, the readings were accurate. Customer continued to use current sensor.